Event description:
Clinic notes were received for patient referral for replacement indicate that the generator battery is now completely depleted. The mother originally chose not to replace and tried cbd trial but seizures persisted. The patient had a full replacement. The explanted devices have not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
The explanted lead will not be returned for analysis. The explanted generator was received for analysis which is currently underway. No additional or relevant information has been received to date.

Event description:
Product analysis for the generator was completed and approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The battery, 3.009 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data revealed that 37.103% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. An impedance change from 6377 ohms to 17861 ohms occurred on date of explant (B)(6) 2018 indicating high impedance was present prior to explant. No additional or relevant information has been received to date.

Event description:
Additional information was provided that the patient¿s device was disabled and x-rays were taken which did not show a lead break . Currently no surgery has occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient has high lead impedance. The physician was unable to take x-rays as the patient is very combative but the patient is scheduled to see the surgeon for full revision of vns. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.